Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 250 mg/dl. The customer reported hyperglycemia due to pump not delivering the needed insulin. The customer treated hyperglycemia through manual bolus. The event involved product(s) mmt-332a, mmt-1884, mmt-396a, mmt-7040a. Troubleshooting was performed and confirmed that the customer was using insulin pump with 48 hours of reported event. The customer was using auto mode/ smart guard feature at the time of reported event. The customer also reported that the system did not calculate a correction bolus. The customer confirmed pump being exposed to strong magnet. No further patient complication was reported. No product return is required for mmt-332a. No product return is required for mmt-1884. No product return is required for mmt-396a. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08770 inches. No unexpected pump error 37, 38, or 130 alarms, insulin flow blocked alarms, or displacement anomalies noted during testing. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the primary svn#: (B)(4) event date of 21-feb-2026, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the related svn#: (B)(4) event date of 19-feb-2026 and related svn#: (B)(4) event date of 20-feb-2026, there were no unexpected alarm(s)/suspends recorded in the formatted history file. However, no delivery alarm/insulin flow blocked alarm was noted. Unable to verify daily total of basal/bolus and all insulin delivered on the primary svn#: (B)(4) event date of 21-feb-2026, related svn#: (B)(4) event date of 19-feb-2026 and related svn#: (B)(4) event date of 20-feb-2026 listed on smartsolve due to insufficient data in the trace/history files. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted. In further review of the formatted history file 1 week from the primary svn#: (B)(4) event date of 21-feb-2026, related svn#: (B)(4) event date of 19-feb-2026 and related svn#: (B)(4) event date of 20-feb-2026, these pump error(s)/alarm(s) were noted: multiple no delivery alarm/insulin flow blocked alarm were found on 19-feb-2026 and 20-feb-2026 during bolus/basal deliveries. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. Low battery alert was found on: 02/16/2026 17:17:01.000. Insert battery alarm was found on: 02/16/2026 20:06:03.000, 02/16/2026 20:06:21.000. 02/16/2026 20:06:36.000. 02/16/2026 20:07:00.000, 02/16/2026 20:07:49.000. 02/16/2026 20:08:32.000. Failed battery alert/battery failed alarm was found on: 02/16/2026 20:06:11.000, 02/16/2026 20:06:27.000. 02/16/2026 20:06:50.000, 02/16/2026 20:07:41.0000. 02/16/2026 20:08:02.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 03-mar-2026 at 21:38:58.000. There was no power data available for the date of 16-feb-2026. Unable to check power data for low battery alert and failed battery alert/battery failed alarm. No unexpected low battery alert and failed battery alert/battery failed alarm noted during testing. Sensorerroralert (801) was found on: 02/15/2026 01:22:47.000. Lostsensor1alert (780) was found on: 02/14/2026 21:12:00.000. 02/21/2026 13:01:00.000. Lostsensor2alert (781) was found on: 02/21/2026 13:17:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor error alert, lost sensor alert or unexpected sensor errors or anomalies were noted during testing. There was no pump error 37, 38, or 130 alarms and insulin flow blocked alarms recorded and found in the formatted history file for the event dates of 19-feb-2026, 20-feb-2026 and 21-feb-2026. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.75 mv). The pump was received without a battery. The pump was received without a battery cap. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for exposure to magnetic field or MRI and possible under delivery anomaly were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.